Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11. Corrected data: h6(clinical & impact).

Event description:
It was reported that while transferring the patient from ICU to operating room and operating room and ICU after insertion of iab catheter in the patient, the cardiosave intra-aortic balloon pump (iabp) units arterial pressure connector does not fit. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) units arterial pressure connector does not fit.

Manufacturer narrative:
Additional contact : (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced pcb front end board and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a.